Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization. No lot release records were reviewed, as the product lot number was not provided. High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time[1][2][3]..), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. [1] beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019; 13:614-626. [2] welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019; 10:751-755. [3] puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019; 21:155-158. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.6. Operating system: bp1a.250305.020. Hardware: pixel 9. Cgm sensor type: dexcom g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized while wearing the pod with high blood glucose levels on (B)(6) 2026. The patient reported being diagnosed with 'ketos' (term not further clarified). The patient was treated with intravenous electrolytes and insulin. The patient was discharged on (B)(6) 2026. Additional information is being solicited, a supplemental report will be submitted if received.

Event description:
It was reported that the patient had been hospitalized while wearing the pod with high blood glucose levels on (B)(6) 2026. The patient reported being diagnosed with 'ketos' (term not further clarified). The patient was treated with intravenous electrolytes and insulin. The patient was discharged on (B)(6) 2026. Additional information is being solicited, a supplemental report will be submitted if received. Additional information was received on 20-mar-2026 that the patient was diagnosed with high ketones and diabetic ketoacidosis. The patient decided to go to the ER and their glucose levels had been between 300 and 400mg/dl at the time of the reported event.

Manufacturer narrative:
Per review of the additional information on march 20th, 2026, submitting a correction supplemental to update b2 - outcomes attributed to ae, b5 and h6.